Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was displaying an "e102 clv lamp error" and the lamp was not turning on when pressing the standby button unless the button was pressed repeatedly. The lamp hour count was 300. The issue was resolved when the customer changed the device bulb. There were no reports of patient harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned. However, the customer changed the bulb and the device worked fine. Therefore, it was determined that the reported phenomenon ¿e102 (lamp goes out)¿ occurred because the lighting function of the lamp did not work properly due to faulty bulb. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.